Event description:
Edwards received notification from canada that a patient with a 33 mm mitris resilia valve implanted in tricuspid position underwent a valve-in-valve intervention after an unknown implant duration due to severe regurgitation. A 29 mm transcatheter heart valve was implanted within the edwards surgical valve. No other information was provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, suture looping/leaflet entrapment by native tissue, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification from canada that a patient with a 33mm mitris resilia valve implanted in tricuspid position underwent a valve-in-valve intervention after an implant duration of less than three (3) years due to severe regurgitation. A 29mm transcatheter valve was implanted within the edwards surgical valve with no reported complications.